Event description:
On 11/16/98 it was reported to oec medical systems, inc. That an accidental radiation occurrence happened on on oec model uroview 2600. At the end of a procedure, after the pt had been removed from the table, the footswitch was inadvertently kicked under the table causing unintended x-rays. The system produced x-rays for 24 minutes as the hosp staff assumed the x-ray alarm was the anesthesia machine. Once the staff realized their error, the system was shut down. Oec field service engineer tested/inspected the system and determined the system to be operating at current specs. Fse retrained the staff on the alarms and emergency stop button. The hospital reported no adverse event, death, or serious injury.